Event description:
According to the available information, the ballon burst. This occurred on a dozen devices.

Manufacturer narrative:
We received 9 sealed samples with same item number, 6 samples with same lot number and 3 samples with different lots numbers: 8559579, 9472353 & 9362312. After receiving this complaint, we searched for other complaints and we didn't find other complaints on these lot numbers. These 9 products were inflated with 15ml of water and no bursting or balloon defects were observed. Balloons were still inflated 1 week and no issue was observed. Defect cannot be reproduced with the sealed samples received. Bursting issue was known and could come from various causes but according to the available information, we cannot conclude on a specific root cause in this case. Quality database was checked and revealed a corrective and preventive action CAPA-000152. "Balloon issues on folysil and silicone prostatic catheters" was opened and monthly monitoring. No corrective action will be implemented as our trend is not increasing and the threshold is not exceeded. A similar case study was performed based on product: folysil dhf, defect, burst from september 2020 to september 2024, 178 similar cases were found. The evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.

Manufacturer narrative:
B3: estimated date.

Event description:
According to the available information, the ballon burst. This occurred on a dozen devices.